Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer provided patient weight information on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for failed back surgery syndrome and spinal pain reported the implantable neurostimulator (ins) was implanted to help with the pain in the buttock stemming from the back, but in (B)(6) of 2016 the pain gradually returned and there was a loss of stimulation. The consumer increased stimulation from 2.7 to 7 volts, but it wasn't helping. There were no traumas or falls reported related to this issue. The healthcare provider (hcp) took an x-ray which showed the wires were still in place. Additional information received from the consumer on (B)(6) 2016 reported the circumstances that led to their return of pain was the device wasn't functioning, and they didn't know what caused it to stop. In order to resolve the issue the manufacturer¿s representative (rep) reprogrammed it, and it was functioning okay, but the consumer was going to ask for an adjustment so it was more focused on their pain location. Additional information was received from a health care professional (hcp) on (B)(6) 2017 reporting that the impedances were checked and open circuits were found. The patient was reprogrammed around the open circuits. It was noted that the return of pain was caused by the open circuits and the return of pain had resolved with the reprogramming. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.